Event description:
Baxter reports that a transfer set had tobe replaced because the occluder feet were broken. Leaks can be observed when the minicap is removed. The transfer set had been in place since 2005. The patient started apd therapy 6 mos earlier. There was no patient injury or medical intervention associated with this incident according to the international affiliate.